Event description:
It was reported that after the placement, a contrast medium was injected to inflate the balloon, but the balloon did not inflate. When the ureteral dilation balloon catheter was removed from the body and visually examined, water leakage was observed due to the balloon rupture.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, no defects were noted on the provided photos. The balloon dilation catheter was returned with the opened original packaging. An evaluation of the physical sample was completed by futurematrix on 18may2022. A significant amount of dried, white crystal-like material was present inside the balloon; possibly decontamination residue and/or contrast material. No damage was noted on the outer shaft and no defects were noted within the hubs assembly. Port holes, bullets and markers were all present and non non-conformities were noted. An in-house 0.038" guidewire was used and passed freely per specifications. With the guidewire left in place, an inflation device was attached to simulate inflation. The balloon was difficult to inflate due to the amount of substance inside the balloon. The device was sat in warm water to try and break up the crystal-like material. Inflation was attempted once more and the balloon was inflated by increasing atm pressure. A small leak was noted at the proximal cone location on the balloon. Once the water was removed, and inflation device detached, the balloon portion was examined under 7-10x magnification. There is evidence of what looks like a small flap or scrape type opening on the balloon in the direction of insertion. The flap would pull back towards the proximal end and not towards the tip of the device. A potential root cause for this event could be "poor balloon design )molecular orientation, wall thickness)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "The x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Preparation of the catheter all x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen." "Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon" "note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media." "Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded." "Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible.'' Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that after the placement, a contrast medium was injected to inflate the balloon, but the balloon did not inflate. When the ureteral dilation balloon catheter was removed from the body and visually examined, water leakage was observed due to the balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.